Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed a four week course of cephalexin (date and dosage not reported) to treat infection. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.